Event description:
The lead was returned after being explanted during an upgrade and has tested out of specifications. No complaints or allegations had been made against the lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and the outer insulation was breached and had a depression. It was noted that all conductors distorted, all conductors are stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.